Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient walked through a metal detector and then felt different as if therapy was off. It was confirmed that the patient is now feeling fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.